Manufacturer narrative:
Additional procode: ktt, hrs. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent revision fixation of hardware. The reason for the revision surgery is unknown. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. The implants were originally placed in the patient on (B)(6) 2021. This report is for one (1) 5.0 lckng screw slf-tpng t25 sd rec 28. This is report 2 of 7 for (B)(4).